Event description:
Consumer is a health professional - nurse, who called to report receiving burn on abdomen after wearing heat patch for seven (7) hours. Saw wound care nurse and burn is now being treated with mepilex ( a silver antimicrobial dressing).

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Complaint history check run on lot given yielded no additional complaints to date. Will continue to monitor on monthly trend reports.